Event description:
(B)(4). Same case as: 2134265-2011-04895. It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction. In (B)(6) 2010, due to unstable angina, the patient underwent the index procedure with the deployment of four drug eluting stents (two taxus liberte and two promus, location each unknown) to the left main, proximal circumflex, 1st obtuse marginal and the proximal right coronary artery (rca). Post procedure residual stenois was 0% with timi iii flow noted. The patient began 325mg of aspirin dosage since 1995. The patient received a periprocedural loading dose of the study (B)(4). The patient began 75mg dosage of (B)(4) at an unknown date. The patient was later discharged from the index hospitalization. In april 2011, the patient experienced a myocardial infarction. Recurrent ischemic symptom were noted with cardiac enzymes performed. An angiography was performed as a result of the event, however, the details were not provided. That patient's status is unknown.

Event description:
It was further reported that during the index procedure, there were 3 stents implanted, not 4 as previously reported. The left main (lm) target lesion was 60% stenosed, de novo eccentric and 3.5mmx30mm. The left circumflex (lcx) target lesion was 80% stenosed, de novo, eccentric and 3.5mmx12mm. The 1st obtuse marginal (om1) contained a diffuse 90% stenosed, de novo and 2.5mmx24mm lesion. The right coronary artery (rca) contained a discrete 90% stenosed, de novo 2.0x10mm lesion. Prior to intervention, timi iii flow was noted in the lm, lcx, om1 and rca. The proximal lcx was predilated with a 2.0x20mm apex and a 3.5x15mm quantum balloon. Both balloons were inflated to a max of 14 atms. A 3.5x18mm promus stent was implanted in the lm and proximal lcx. The lcx was postdilated with a 3.5x15mm quantum that was inflated to a max of 14 atms. The om1 was predilated with a 2.0x30mm apex that was inflated to a max of 12 atms. A 2.5x28mm promus stent was implanted in the om1. Postdilatation was performed with a 2.5x20mm apex balloon catheter that was inflated to a max of 18 atms. The rca was predilated with a 1.5x20mm apex balloon catheter that was inflated to a max of 14 atms. A 2.25x12mm taxus liberte was implanted in the rca. The rca was postdilated with a 2.0x30mm apex balloon that was inflated to a max of 14 atms. The patient presented to the emergency department with ¿crushing¿ chest pain at the time the previously noted myocardial infarction was noted. The rca was noted to have a severe ostial stenosis and severe mid instent restenosis. The lm contained a 50% diffuse stenosis. A 90% ostial stenosis was noted in the om1, a 90% ostial stenosis in the 2nd obtuse marginal (om2) and a 85% stenosis of the left posterior descending (pda) artery. The patient was taking plavix at the time of the event. The patient was treated with bypass surgery. A right internal mammary artery (rima) graft was placed to the om and a right saphenous vein graft was placed to the om2. The coronary arteries were noted to be diffusely diseased and small. Long term patency of the bypass graft is uncertain. Plavix was discontinued following bypass surgery. The patient was discharged 10 days following admission. There was only one taxus liberte device; therefore, there is no complaint against this device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).